Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 500 mg/dl). The infusion set was changed and insulin injections were administered to address bg. Pump system check was performed and pump time was found to be incorrect; cause was not known. Customer disconnected from call before tandem technical support (cts) could assist with correcting the time. Although multiple attempts were made by cts to obtain additional information, customer did not reply.